Event description:
Patient reported experiencing persistent elevated blood glucose ( 200-300 mg/dl) every morning, since 2004. They indicated that, although they increased their basal rates and bolused more frequently, they were unable to successfully lower their blood glucose. Additionally patient reported that, since switching to this device, a month ago, they have noticed noticed that the device "makes a strange noise" when priming or blousing. No error messages were generated by the device.